Manufacturer narrative:
(B)(4) weight) unknown as information was not provided. Similar to device with 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to complainant: on (B)(6) 2013: analysis of the pre-procedure CT scan revealed a traumatic aortic injury grade of 3 (pseudoaneurysm). The most proximal extent of the aortic injury was 9.6 mm distal to the left common carotid artery. The length of the aortic injury was 63.3 mm and the maximum aortic diameter over the extent of the injury was 29.7 mm. The aortic arch radius measured 20 mm. There was mild tortuosity and occlusive disease, and no calcification or thrombus at the proximal fixation site. There was mild tortuosity and no calcification, occlusive disease, or thrombus at the distal fixation site. There was mild tortuosity, and no calcification or occlusive disease of the right and left iliac arteries. On (B)(6) 2013, the patient underwent placement of a 26 mm x 105 mm tapered proximal component (ztlp-pt-26-105-ci3, lot # e3007682). The proximal edge of the graft material was deployed distal to the left carotid artery. The left subclavian artery was completely covered and was not revascularized. The most distal stent was deployed proximal to the celiac artery. A molding balloon was not used. Analysis of the completion angiogram revealed a patent graft with no evidence of kink, compression, infolding, or endoleak, but noted that the proximal edge of the graft material partially covered the left subclavian artery. On (B)(6) 2013 CT scan (1 day post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, or endoleak. The aortic injury was no longer visible. The patient was discharged from the hospital on (B)(6) 2013 (14 days post-procedure). On (B)(6) 2014 CT scan (123 days post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, migration, or endoleak. The aortic injury was no longer visible. On (B)(6) 2014 CT scan (373 days post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, migration, or endoleak. The aortic injury was no longer visible. On (B)(6) 2016 CT scan (760 days post-procedure: analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, migration, or endoleak. The aortic injury was no longer visible. New thrombus was present at the distal stent. Patient outcome: no secondary interventions have been reported for this patient.

Manufacturer narrative:
(B)(4). Similar to device under 510(k) p140016. (B)(4). Summary of investigational findings: based on the provided information it was possible to confirm the reported event. Of the provided images it was observed that a stenosis developed as the distal endograft was pulled superior along the outer aortic curvature between six months and one year. Because the uncovered intima had been chronically in contact with endograft, resulting neointimal hyperplasia likely constituted the foundation of the stenosis. The stenosis became a nidus for additional thrombus formation between one year and two. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to post market clinical study: (B)(6) 2013: analysis of the pre-procedure CT scan revealed a traumatic aortic injury grade of 3 (pseudoaneurysm). The most proximal extent of the aortic injury was 9.6 mm distal to the left common carotid artery. The length of the aortic injury was 63.3 mm and the maximum aortic diameter over the extent of the injury was 29.7 mm. The aortic arch radius measured 20 mm. There was mild tortuosity and occlusive disease, and no calcification or thrombus at the proximal fixation site. There was mild tortuosity and no calcification, occlusive disease, or thrombus at the distal fixation site. There was mild tortuosity, and no calcification or occlusive disease of the right and left iliac arteries. On (B)(6) 2013, the patient underwent placement of a 26 mm x 105 mm tapered proximal component (ztlp-pt-26-105-ci3, lot # e3007682). The proximal edge of the graft material was deployed distal to the left carotid artery. The left subclavian artery was completely covered and was not revascularized. The most distal stent was deployed proximal to the celiac artery. A molding balloon was not used. Analysis of the completion angiogram revealed a patent graft with no evidence of kink, compression, infolding, or endoleak, but noted that the proximal edge of the graft material partially covered the left subclavian artery. On (B)(6) 2013 CT scan (1 day post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, or endoleak. The aortic injury was no longer visible. The patient was discharged from the hospital on (B)(6) 2013 (14 days post-procedure). On (B)(6) 2014 CT scan (123 days post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, migration, or endoleak. The aortic injury was no longer visible. On (B)(6) 2014 CT scan (373 days post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, migration, or endoleak. The aortic injury was no longer visible. On (B)(6) 2016 CT scan (760 days post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, migration, or endoleak. The aortic injury was no longer visible. New thrombus was present at the distal stent. Patient outcome: no secondary interventions have been reported for this patient.